Event description:
Cco (B)(6) reports the following incident with a simplicity vac on a current patient: patient status post left foot apligraft ; pt awake, alert and oriented ;simplicity vac working at start of day shift this morning on 10/12 and at 1 :30pm the vac was checked and it was off. The graft was assessed and has declined. The patient told the nurses the vac never alarmed. The graft was assessed and has declined. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).